Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event; it was reported the patient was at home. The patient was treated with vancomycin injection (1gm, 5th day) and meropenem (1gm, daily, 14 days). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, d10 and e1. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The route of antibiotic administration was intraperitoneal. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has not recovered from peritonitis and cloudy pd effluent. On an unknown, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.